Event description:
It was reported that a patient underwent a cesearen section on (B)(6) 2012 and suture was used. During the procedure the needle broke. Xrays were performed but the surgeon was unable to locate the needle fragment. The needle remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.